Event description:
Fails qt -does not give a05 (pip + 15) alarm.

Manufacturer narrative:
The pca isolated by the customer as the cause of this malfunction was evaluated by infrasonics pca technicians. The reported failure could not be reproduced.